Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with noise on the rv lead. In clinic, interrogation of the ICD did not reveal new episodes of noise. No programming changes were made. The patient is monitored via metrlin.net transmission and no new episodes of noise are noted. The patient has no complications.